Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate detritus adhesion on metal surface; the fiber exhibits scratch marks on outer flow tubing. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that after 11:36 minutes and 76,830 joules while using the surgical fiber during a prostate procedure, an "excessive fiberlife" message was repeatedly received. The fiber cap / tip was cleaned three times during the procedure; there was good saline flow. The procedure was completed using a second surgical fiber. Patient outcome: "ok" - there was no injury reported.